Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the right coronary artery (rca). The physician predilated the lesion with a 3.0x20mm maverick balloon and then attempted to cross the lesion with a 3.00x24mm taxus express2 drug eluting stent (des), however, the device was not long enough. The physician removed the device from the pt and attempted to cross with a 3.00x32mm taxus express2 des but it was unable to cross the lesion. The des was removed from the pt and the physician went back in with another 3.00x32mm taxus express2 des, but this device bent and broke while trying to cross the lesion. The sds was removed from the pt and the physician reinserted the 3.00x24mm taxus express2 des, and then the guide catheter lost its position. Another 3.00x24mm taxus express2 des was advanced to the lesion, but this device was also unable to cross the lesion and was removed from the pt. A left main angiography was taken and after further review of the left coronary system, it was thought that surgery was going to be the better option. No pt complications were reported with the pt's current condition listed as "fine". Medications prescribed: heparin, nitroglycerin, integrilin, atropine, phenergan.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.